Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was not pacing and failed to sense. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead with stuck stylet was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.